Manufacturer narrative:
All available information indicates that the device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was part of a system explant as a result of infection. No other adverse patient effects were reported as a result of this clinical observation.